Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: 40ml of bivalrudin administered as a bolus, ordered as continuous at 1.83 ml/hr. Event reviewed. Approximately 200 mg of bivalirudin was administered to patient over <`15 minutes. Usual dose is 9 mg/hr (0.1 mg/kg/hr). Concerning overdose of anticoagulant. Ptt 74 which is much less elevated than would be anticipated with this dose of bivalirudin.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.